Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a 'no external power' on the mobile power unit (mpu) was observed by technical service on the submitted log file. The patient was asymptomatic. Additional information has been requested but not provided.

Manufacturer narrative:
Although the evaluation of the submitted log files confirmed no external power events on (B)(6) 2018, a specific cause for this event could not be conclusively determined through this evaluation. The submitted controller event log file captured one transient no external power event was observed on (B)(6) 2018 from 08:05:07 pm through 08:05:09 pm. The associated voltage values indicated that the patient disconnected both power cables simultaneously during a power exchange. The alarm resolved when the system controller was connected to the mpu. The system controller's backup battery powered the pump during both no external power events. No other unusual events were observed in the data, and the pump appeared to have functioned as intended throughout the duration of the log file. The mpu was not returned for investigation. Multiple requests for additional information regarding the event, including the mpu serial number, were issued to the customer; however, no further information has been provided to this date. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.